Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil. According to the complainant, during the procedure, the stone became stuck in the coil and the device was unable to open to release it. The physician used a laser to break the stone down to a size where it could be safely removed from the patient. There were no patient complications as a result of this event and the patient's condition post procedure was stable.